Manufacturer narrative:
Internal reference: (B)(4). No tests/laboratory data available. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported after two (2) successful uses of the manufacturer's device the image was lost while outside of the patient. A second of the same make and model of the manufacture's device was used to successfully complete the procedure. Visual, microscopic inspection, and functional testing were performed on the returned device. Portions of the adhesive from the proximal fillet and the scanner kapton (polyimide) material were missing. An error message was received during image testing. The probable cause of the reported lost image failure is damage in use. The probable cause of the missing adhesive and kapton could not be conclusively determined by the investigation. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being submitted because adhesive was missing from the device, it could not conclusively be determined when the separation occurred. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
Block h6: supplemental report #1 indicated that the adhesive likely detached post procedure; however, the conclusion code was not updated from 4315 (cause not established) to 4308 (cause traced to transport/storage).

Event description:
This case was reviewed and investigated according to the manufacturer's policy. Internal reference: (B)(4). This follow-up supplemental report #1 is being submitted to report additional investigation findings, to wit: there is no potential for harm if the malfunction were to recur. This complaint was reassessed based on an engineering study that indicated, this family of catheters do not exhibit any adhesive detachment during normal use. There is no evidence of abnormal use conditions, it is likely the adhesive detached post-procedure, during the process of returning the device for analysis. There was no patient injury, no status decline, no adverse event, and no unplanned additional medical or surgical intervention reported. There is no potential for harm if the malfunction were to recur.